Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Broken sensor wire. After the user pushed the button to deploy the sensor, the sensor wire is still in the applicator. Clicked as it should when placed on body. User removed the sensor and inserted a new sensor.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2021-302808 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.